Event description:
Product received for analysis. The product analysis lab confirmed that the generator was at eos (end of service) and failed to program due to eos. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported eos, premature end of life, and failure to program due to eos. The generator worksheet was received and there were no issues observed other than the noted contaminant observed on the edge of the pcba.

Manufacturer narrative:
Corrected data, patient age: initial report inadvertently did not have the correct patient age at time of event corrected data, event date: initial report inadvertently had incorrect event date.

Event description:
Patient's physician believed that the device prematurely depleted due to laser routing. The device was replaced. The explanted generator has not been received for analysis to date. Design history record for the device was reviewed. The generator has the potential to be laser routed. The device passed all specifications. No other relevant information has been received to date.